Event description:
It was reported that customer experienced repeated occlusion alarms with multiple events over several months where blood glucose was displayed as ¿high," with no specific value provided. Customer addressed high blood glucose each time by giving correction insulin injections. Occlusions were addressed by changing supplies then resuming insulin therapy.